Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that his defibrillator would not power on. The customer also reported that the leds did not work and that changing power cords and electrical outlets did not solve the failure to power on symptom. There was no report of patient involvement.